Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"It was reported to medtronic minimed that the customer experienced hypoglycemia and damage to pump with unresponsive buttons the customer reported blood glucose value of 68 mg/dl and was treated with glucose/carb intake. The event involved product(s) mmt-431ak, mmt-342g, mmt-1884l. Troubleshooting was performed for keypad anomaly and the buttons were not responding even after troubleshooting. Troubleshooting was performed for damage to pump and customer confirmed belt clip rails and location of damage and that damage affected pump functionality. Troubleshooting was partially performed for hypoglycemia event and it was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. It was unknown whether customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer discontinued the use of the device mmt-1884l and reverted to the backup plan as per health care professional instructions. No product return is required for mmt-431ak. No product return is required for mmt-342g. Product return requested for mmt-1884l. Customer agreed to return the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test due to keypad anomaly. Unable to download using thump software due to unresponsive buttons therefore, unable to confirm any relevant alarms. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assembly. Per visual inspection, it was determined that the ingress of water had corroded electronic assembly including keypad flex connector. Unit was also received with cracked case (battery tube), cracked belt clip rails, scratched case and battery tube threads - cracked. In conclusion, customer allegations was confirmed, unit was received with unresponsive buttons due to corroded electronic assemblies including keypad flex connector. Unit was also received with cracked belt clip rails confirming the customers concerns of cosmetic. Unable to confirm low bgs due to unresponsive buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.